Event description:
It was reported a chest x-ray revealed the lead dislodged. The lead was re-positioned and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the lead did not dislodge.